Event description:
Customer reported that the serter pulled sensors out of his body after insertion. Customer stated that he removed a sensor due to lost sensor alarms and believed part of the cannula was still in his body. He did not experience any irritation or feel it, but stated it was very short when he removed it. Customer was advised to monitor site and contact healthcare provider to see what they would want to do. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.